Event description:
Customer called to report a brown-colored crystalline build up on the top of the reagent container rinse (di h2o) canister of the unicel dxc 600i synchron access clinical system. The field service engineer (fse) inspected the instrument and found an unidentifiable fluid leak, which caused the observed build up, from the drain assembly on the closed tube sampling (cts). The fse replaced the entire cts assembly because the rails on which the assembly rides were bent. The fse's service resolved the instrument issue. Customer did not report harm to patients or instrument operators.

Manufacturer narrative:
(B)(4).